Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was an alarm - error codes / messages/200.5020 & 211.200. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was an alarm - error codes / messages/200.5020 & 211.200. There was no patient involvement.

Event description:
It was reported that there was an alarm - error codes / messages/200.5020 & 211.200. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced damaged bezel assembly to address customers stated problem. Lvp plastics recall completed. Lvp keypad recall completed. Replaced corroded left and right iui's. A review of the device history record showed the device had a manufacture date of 11/14/2005. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn 9974948 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to damaged wire harness of the lvp mech assy 8100. A review of the complaint history record in trackwise and sap was performed for the sn9974948 which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Ca-2018-0161 for iui damages.